Event description:
An elderly male in cath lab: abott xience skypoiknt 2.75x 15 drug-eluting stent inserted would not cross the lesion. Upon removing the stent delivery system it was noted that the stent was not on the delivery system, and left in body. A 1.5 emerge balloon was placed in the body, inflated and removed the dislodged stent. Patient to pacu in stable condition. Preparing patient now for discharge 1 day-post procedure.